Event description:
It was reported that the uv flash disposable y-set device leaked during patient use. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The affected sample was received for evaluation against the reported condition of a leaking set. This device was functionally and visually tested per product specifications. The initial evaluation did not confirm the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.